Manufacturer narrative:
Infection is a known risk of invasive procedures. Review of applicable device records did not identify any excursions that are likely to have caused infection.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to replace an existing system from a different manufacturer. On (B)(6) 2023 an infection was discovered at the implant incision site. System was explanted on (B)(6) 2023 due to infection.